Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was stuck into black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user managed to retrieve the medication from another device. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck into black screen. A field service engineer pulled the connections on the power supply, which then came online, unplugged the main and aux drawers, the station booted up found that the pixibus ribbon cable on the back of the aux was damaged, caused an open short and replaced the communication ribbon to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI), medical device model the report of the station blackout was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on visual inspection of the received pyxibus cable part. The field service engineer performed the evaluation: the station failed to power on. Upon disconnecting the power supply connections, the power supply came online. After unplugging the main and auxiliary drawers, the station successfully booted up. Discovered that the auxiliary station¿s pyxibus cable was damaged causing an open short; cable was replaced visual inspection of the pyxibus cable observed burn and cut/scrape markings along two areas on the cable; wires were exposed along the burn areas testing confirmed exposed wires along the cable visual inspection of the received silicone keyboard cover observed that some of the letters were partially missing; this was considered an incidental finding as it was not reported by either the customer or field service engineer there was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was stuck on black screen. The customer stated that the user managed to retrieve the medication from another device, which a caused a delay in dispensing medication to patient. As per part investigation, it was determined that there was a burn marks observed along two areas on the cable there were no adverse events or injuries reported based on this event.